Event description:
Caller reported an issue with touchscreen responsiveness, noting that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Caller reset the pump before contacting technical support, and the issue was resolved, allowing the customer to interact with the pump screen again.